Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found insulation degradation distal to the connector boot, the outer coil was exposed at the same area.

Event description:
It was reported that the atrial lead exhibited insulation anomaly. The lead was explanted and replaced.